Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('tested positive for allergies to the metals that make up the implants.') In a female patient who had essure (batch no. D60136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced allergy to metals (seriousness criterion medically significant), genital haemorrhage ("haemorrhages"), pain ("constant physical pain"), myalgia ("muscular pain"), affective disorder ("mood disorders"), abdominal pain upper ("unbearable stomach aches"), insomnia ("insomnia") and acne ("acne"). At the time of the report, the allergy to metals, genital haemorrhage, pain, myalgia, affective disorder, abdominal pain upper, insomnia and acne outcome was unknown. The reporter considered abdominal pain upper, acne, affective disorder, allergy to metals, genital haemorrhage, insomnia, myalgia and pain to be related to essure. The reporter commented: ultrasound and x-ray also performed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6). The most recent information was received on (B)(6)2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('tested positive for allergies to the metals that make up the implants.') In a female patient who had essure (batch no. D60136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. In (B)(6), the patient experienced allergy to metals (seriousness criterion medically significant), genital haemorrhage ("haemorrhages"), pain ("constant physical pain"), myalgia ("muscular pain"), affective disorder ("mood disorders"), abdominal pain upper ("unbearable stomach aches"), insomnia ("insomnia") and acne ("acne"). At the time of the report, the allergy to metals, genital haemorrhage, pain, myalgia, affective disorder, abdominal pain upper, insomnia and acne outcome was unknown. The reporter considered abdominal pain upper, acne, affective disorder, allergy to metals, genital haemorrhage, insomnia, myalgia and pain to be related to essure. The reporter commented: ultrasound and x-ray also performed. Batch no d60136 production date 2015-01-28 expiration date 2018-01-28 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6): quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.